Event description:
It was reported that an unspecified quantity (at least four) of an unspecified primary IV (intravenous) tubing set were leaking or cracking at the y-site. It was further reported that the tip of the tubing broke off completely. The issue was identified during unspecified process steps in the bone marrow unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the product information was not available. The investigation could not be completed without the essential product information. Should additional relevant information become available, a supplemental report will be submitted.